Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed calibration on all probes, which passed. The cse performed a check on aspiration from aspirate probes, which passed. The cse performed a check on dispense volume from acid and base pumps, which passed. The cse performed calibration on the sample probe, which passed. The cse ran fresh calibrators for another method and performed calibration, which passed. The cse performed quality controls, which were within range. The cause of discordant, false positive hbs ii result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false (B)(6) hepatitis b surface antigen ii (hbsii) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physicians. The sample was repeated twice on the same instrument, resulting (B)(6). It is unknown if the corrected result was reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant, false (B)(6) hbsii result.